Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a feeding tube. The customer reports, the female pt who tripped and fell approx one and a half days before admission, was found to have a left pneumothorax and rib fractures by chest x-ray. She underwent placement of a tube thoracotomy by outside providers. A feeding tube was inadvertently place through the right airway into the right pleural space with the tube feeding into the right pleural space. The pt was transferred to the ICU for further management and was intubated.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, completion the results will be forwarded.